Event description:
It was reported that the user requested instructions on how to perform an interrogation and stated that after completing an interrogation only device data and options to resume or suspend were visible, with no option to send information by fax. The user stated that reports are typically received by fax and that no programming is performed. In troubleshooting it was determined that the mobile programmer application had been inadvertently selected rather than the intended remote monitoring application. The user was advised to use the correct remote monitoring application rather than the mobile programmer application. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.